Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error during prime and failed the displacement test twice. Customer's blood glucose level was unknown at the time of incident. Customer stated insulin pump was not exposed to high magnetic field and did not give low reservoir alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected device test failed anomalies noted. No motor error alarm noted. Motor passed motor test. The motor was tested outside of the device and passed. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).